Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks post implant, the patient experienced pericardial effusion. It was also noted that the right atrial (ra) lead exhibited a suspected perforation. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.